Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter read ¿apply sample¿ whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014, 10:00am she obtained an ¿apply sample¿ message on the subject meter. The patient manages her diabetes with oral medications, diet and exercise. The patient stated that she has exercised for the last six years. On (B)(6) 2014, 4:00pm. The patient stated that she developed symptoms of blurry vision, headache and anxious. However, the patient denied receiving any treatment. At the time of troubleshooting, the cca noted that it was not the first time the product was being used and the correct test strips were being used at the time of testing. Cca also determined that incorrect testing steps where being used, the patient was putting blood on test strip versus on the tip. The issue was resolved through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/28/2015 and evaluated by lifescan product analysis on 4/30/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.